Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes: mnh mni kwq kwp. (B)(4). Device is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records was conducted. The report indicates that the: manufacture date: 08-06-15, part # 04.632.650, lot # 9875213, review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that canada documented the following event. During a l4-s1 decompression and fusion procedure: surgeon was implanting screw. 3/4 of the way through insertion, the driver seemed to "click" or slip slightly. After another turn the screwdriver disengaged from the screw and the poly axial head came off with the driver. A straight screwdriver shaft without holding sleeve was used to back the headless screw out. Upon inspection on the back table, it appeared as though the screw had stripped somehow under the pressure applied during insertion causing a small strip of metal from the threads of the bone screw to peel off. It was still partially attached to the bone screw on the back table, but became separated during rinsing and hand off from the scrub table. Another 6mm x 50mm screw was inserted with no issues. Surgery was completed. The driver was inspected following the surgery, and there is no allegation of deficiency against the driver. The screw and the broken fragment will be returned for evaluation, the driver will not be returned. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4) is correct as previously reported. A product development investigation was performed for the subject device (6.0mm ti matrix polyaxial screw 50mm thread length, part number 04.632.650, lot number 9875213). The matrix polyaxial screw (04.632.xxx) is utilized in the following technique guides: matrix deformity, matrix degenerative, and matrix mis as part of the posterior pedicle screw and rod fixation system. Polyaxial screws are available in 4.0mm, 5.0mm, 5.5mm, 6.0mm, 7.0mm, 8.0mm and 9.0mm diameters and lengths ranging from 20-100mm. The technique guides illustrate how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. The relevant drawings for the subject device were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review (as previously reported) was performed for the returned implant lot number and no mrrs, ncrs or complaint-related issues were identified which may have contributed to the complaint condition. The returned 6.0mm matrix polyaxial screw (04.632.650 lot 9875213 mfg 6aug2015) was examined and the complaint condition was able to be confirmed as the proximal threaded portion of the screw was found to be damaged and missing the first thread. A definitive root cause was unable to be determined however the failure mode is consistent with the application of off-axis loading of a partially threaded holding sleeve. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The date received by manufacturer reported in mw-304512 (follow-up #2) was incorrectly reported as jan 5, 2015 when it should have been jan 5, 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.